Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was initially unable to load a cartridge successfully, prompting technical support to educate them on proper loading techniques and to assist with the process. Despite attempts to resume insulin therapy, the cartridge alarm persisted, leading to the decision to replace both the pump and the original cartridge. The issue was resolved by sending a replacement pump, and the customer received instructions on how to return the problematic pump and proceed with the replacement.